Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(6), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that 1.5 months prior to the report the patient¿s device got caught on the bottom of a wheelchair and it slipped and flipped sideways. The patient was going to have a pocket revision at the time of the report. It was further reported that the device flip was not confirmed but it was bulging on the caudal edge of the battery after being repeatedly caught on the patient¿s wheel chair when mounting, dismounting, and bending over. The patient experienced some discomfort at the generator site as their battery would often catch on the wheelchair. The battery was moved to the abdomen on (B)(6) 2014. There were no other interventions planned. The patient was doing well and receiving effective therapy at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.